Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows an ntlc75 device, the device was noted with blood. The device is over packaging material, with lot number m4hp14, expiration date 5/2020. The device can be appreciated with the firing knob on its home position, the staple high selector in blue, and no cartridge loaded. Second picture shows the batch number m53z9r on the device. Third picture show the firing knob on its home position. Fourth picture shows a cartridge reload that appears to be with 52 drivers up and the remaining drivers down with staples present. At the bottom of the picture, the tyvek is appreciated with a lot number m4j45h, exp., date 2020/09/30. Fifth picture shows the cartridge batch m54y2m. Based on the photos alone the event describe cannot be confirmed, unfortunately, there is not enough evidence in the photos to determine root cause.

Manufacturer narrative:
(B)(4). Batch # m53z9r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: what type of procedure was the device used in: small incision assisted right hemicolectomy; it was reported that bowel forceps were used to cut the tissue and take out the device. Was any attempt made to open and remove the device per the IFU instructions: followed up IFU, but still could not take out the device; did any pieces of the broken trigger fall into the patient: the trigger is not fully broken; it is still in the device; will all pieces be returned with the device: all the devices will be returned.

Event description:
It was reported that during an unknown procedure, the trigger button was broken. After it was fired two thirds (cut line and stapled), it could not fire any further. The surgeon used the bowel forceps to cut the tissue and take out the device. Suture was used to sew the wound. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5432p. The analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The cartridge reload had the proximal 30 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. No damage on the firing knob was noted. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.